Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no device malfunction during the event. The communication disruption between the monitor and electrode belt was not caused by a device malfunction. The disruption in communication likely resulted from the electrode belt connector not being fully mated with the monitor.

Event description:
A us distributor contacted zoll and reported that the patient passed away. The patient's wife reported that the lifevest displayed an error message, and paramedics removed the device to perform chest compressions. The patient was taken to the hospital and passed away the following day ((B)(6)) at 8:30am. A review of download data indicates that the patient was in af with a rapid ventricular response (130 bpm) at 20:16:55 on (B)(6) 2018. Beginning at this time communication between the patient's monitor and electrode belt was disrupted, and the device displayed a service code 204 (belt/monitor unusable). The service code 204 was the "error message" reported by the patient's wife. Communication disruption between the monitor and electrode belt continued until the lifevest was deactivated by paramedics at 20:34:10. The patient's rhythm between 20:16:55 and 20:34:10 is not known due to the communication disruption between the monitor and electrode belt. Functional testing of the device confirmed that there was no device malfunction contributing to the communication disruption. It is likely that the service code 204 was caused by the electrode belt connector not being fully mated with the monitor. The patient was transported to the hospital by paramedics and passed away approximately 12 hours later. The patient was not in a treatable arrhythmia while being monitored by the lifevest. There is no evidence of any device malfunction contributing to the adverse event. This event is being reported out of an abundance of caution, as the patient's ECG rhythm is not able to be known between 20:16:55 and 20:34:10, when paramedics removed the device to perform chest compressions.